Manufacturer narrative:
A review of the mfg records for the device(s) was not possible since the device size(s) and lot number(s) were unavailable.

Event description:
On (B)(6) 2009, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure with no evidence of endoleak.